Event description:
It was reported the subject device had error e226 and images could not be displayed. The issue was found during a set up and inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.